Event description:
Complainant alleged that the clinicians were attempting to pace a pt's (age unknown) slow heart rhythm, but when the clinicians turned the device from monitor to pacer mode, the ECG signal was lost. The clinicans were able to immediately obtain another device to successfully pace the pt's heart rhythm. The complainant indicated that there was no adverse effect on the pt as a result of the reported malfunction.